Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass, the customer noted a prime leak on the inlet side of the oxygenator. The perfusionist removed the tubing and resecured the tubing to the oxygenator. Later in the procedure, blood was noted to be leaking internally (a small line of blood on the opaque area of the oxygenator). Three - five cc blood loss. The product was not changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4). Conclusions: not yet available, evaluation in progress.